Event description:
The customer contacted philips to report that the device displayed a "false" asystole alarm during pacing of a patient. There was no impact to the involved patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.